Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn2182 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that " patient's trialysis catheter stopped working during a recirculation." Response: explained per the power trialysis wall chart under troubleshooting, "catheters that present resistance to flushing and aspiration may be partially or completely occluded excessive force must not be used to flush an obstructed lumen. Insufficient blood flow may be caused by occluded holes resulting from a clot or by side holes contacting the wall of the vein. If manipulation of the catheter through rotation or reversing arterial and venous lines does not help, then the physician may attempt to dissolve the clot with a declotting procedure per institution protocol."